Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported intermittent left-hand column keypad buttons. The cause was determined to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced intermittent left hand column keypad buttons. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.